Event description:
This is being filed to report chordal damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was positioned on the mitral valve (mv), upon leaflet grasping there was an increase in mr. The clip was removed and chordal damage was noted. The cds was replaced with another clip and the procedure was successfully completed with a mr grade of 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported unspecified tissue injury appears to be related to procedural conditions. The reported patient effect of unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.